Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a myosure and fluent procedure on (B)(6)2026, that the uterus was set and holding to 80 mmhg pressure and the deficit was normal. During resection of a large polyp, the deficit increased and the fluent system was extremely loud. The uterus holding pressure started to go down to around 60-70 mmhg. High fluid loss alert showed up on the screen. The physician noted no visible fluid leakage externally or from the cervix, and only a small amount of fluid around 200 ml was observed via ultrasound present in the abdomen. The physician went back with the scope and the same issue occurred where the high fluid loss error occurred ad the deficit was shooting up. The physician went back into the cavity inside with the scope and the machine was quieter but deficit was still rising. However, the fluid deficit continued to increase and high fluid loss alarms presisted. Due to the reccurrence of the issue and concern for a possible uterine perforation, the physician elected to perform laparoscopic evaluation. A second physician inserted a hysteroscope while laparoscopic visualization and performed to assess for perforation. No visible uterine perforation was identified, and no source of fluid loss was observed. The myosure procedure was discontinued and the case was completed using a curettage. No additional medical intervention reported. No other information is available.